Manufacturer narrative:
(B)(4). Evaluation, results: expiration date not checked. No device received for evaluation. Conclusion: expiration date not checked.

Event description:
The physician intended to treat a lesion to the first obtuse marginal. The physician implanted a 2.5 x 14 endeavor sprint over the wire stent. Nine months post procedure, the patient reported to hospital with cardiac chest pain. Percutaneous transluminal coronary angioplasty was performed on the proximal circumflex coronary artery to obtuse marginal and right coronary artery. The chest pain was considered moderate in intensity and unlikely to be related to the study device. There was no patient injury reported and the patient is recovering. Investigation of the event revealed that the endeavor sprint over the wire stents were implanted after the expiration date. Reference MFR report number 9612164-2011-00977.